Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12226. It was reported that patient presented to the emergency room with inappropriate shock therapy from their high voltage right ventricular lead on (B)(6) 2020. Further investigation found that the patient's other low voltage right ventricular lead exhibited noise over-sensing and high impedance measurements, causing the inappropriate shock. Device was reprogrammed to disable shock therapy. Both leads were explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.